Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the insertion assist device unintentionally ejected an infusion set. No adverse event reported. Requested return of the alleged device and replacement was sent.